Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides potential adverse events: "other adverse events associated with the use of carpentier-edwards perimount mitral pericardial bioprostheses model 6900 compiled from the literature and from reports received through the edwards lifesciences complaint handling system include: stenosis, regurgitation through an incompetent valve, ventricular perforation by stent posts,malfunctions of the valve due to distortion at implant, or fracture of the elgiloy wireform." Structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards received information that this patient with a 25mm bioprosthetic mitral valve implanted four years ago, underwent transcatheter mitral valve replacement (tmvr) due to bioprosthetic mitral stenosis secondary to degeneration. The tmvr procedure was successfully performed with a 26mm 9600tfx. There was trace pvl at the conclusion of the case. The patient was discharged on pod# one.